Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a check vent blower temperature high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device produced the alarm while being used, and a backup ventilator was swapped without issue. The rse advised the customer to check the air inlet filter to make sure it was not dirty or blocked and then advised the customer to make sure the cooling fan was operating. The customer requested that the device be evaluated by a field service engineer (fse). A quote has been provided to the customer for onsite service by an fse and potential replacement parts to resolve the blower temperature high issue. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site on 30dec2025 and evaluated the device. The fse powered on the device and noticed a sound coming from the blower. Upon closer inspection of the blower, the fse found that it was logged due to a "filthy filter." The fse replaced the blower assembly, cooling fan, and both air filters with the new ones from a preventative maintenance kit. Following the part replacement, the fse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality before being provided to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.